Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his insulin pump gave him 20 units that he did not program the night before, and he believes that someone is trying to hack into his insulin pump. The customer stated that his blood glucose continuously went from 180 to 120 to 100mg/dl, and he was feeling like he fell off a wall. The caller stated that the device is delivering insulin and it is not recording. No further information was provided.